Manufacturer narrative:
Device investigation details: available information indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Catalog should be unk_smart touch bidirectional sf. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a redo- pulmonary vein isolation (pvi) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that following a redo-pvi ablation and posterior wall isolation procedure, a large effusion was noted requiring a pericardiocentesis. After the procedure, the ablation catheter had been removed from the patient for approximately 15-20 minutes and the hd grid catheter was in the left atrium for post mapping along with 3 cardioversions, the effusion was noted and the patient's blood pressure dropped to the 50's briefly. A pericardiocentesis was performed, medications were administered, approximately a liter of blood was withdrawn and returned, and the patient stabilized. Surgical intervention was deemed not necessary, and the patient was extubated the next day. The physician claimed no adverse effects were due to abbott technology or product. It is suspected that the event may have been due to a potential perforation with the non-abbott ice catheter (biosense-webster) in the right atrium. There is no alleged malfunction on the tacti cath se catheter. Based on the information available, ablation was completely performed and there is only speculation that a perforation occurred with an unidentified ice catheter, the event is being captured and reported on the ablation catheter as a conservative approach.